Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no patient injury or harm reported. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of black particulates consistent with degraded sound abatement foam were expelled from the air outlet. The manufacturer completed an internal visual inspection. The manufacturer found evidence of black particulate, excessive dust contamination and moderate dust contamination in the airpath, throughout the device internals, blower and on the impeller. The manufacturer also found evidence of multiple pieces of sound abatement foam in the blower box, blower box assembly and blower box air inlet. The manufacturer found evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, 1 instance of: e-53, 29 instance of: e-55 and 2 instance of: e-63. The manufacturer concludes the contaminates found were consistent with an unknown black particle, dust and pieces of sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no patient injury or harm reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.